Event description:
The dentist reported a fractured screw. The implant remains placed.

Manufacturer narrative:
Upon visual inspection, it was found that the thread portion on this abutment screw (uniht) had fractured, therefore components does not function within required manufacturing specification. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.